Event description:
It was reported to tyco healthcare/kendall on december 18, 2006, that a customer stated the patient had treatment of hemodialysis and peritoneal dialysis, and the catheter was "torn." The catheter had been in place for 8 years.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be filed.